Event description:
Device #3 of 4: reference MFR. Report: 1627487-2018-03504, 1627487-2018-03505, 1627487-2018-03507.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #3 of 4: reference MFR. Report: 1627487-2018-03504, 1627487-2018-03505, 1627487-2018-03507. It is unknown which lead is liable thus all leads are reported it was reported the patient was not receiving stimulation on the left side, however is receiving stimulation on the right side. Lead diagnostics revealed multiple high impedances. Abbott representative was unable to adjust stimulation. Surgical intervention may be pending to address this issue.

Event description:
Device #3 of 4: reference MFR. Report: 1627487-2018-03504, 1627487-2018-03505, 1627487-2018-03507. Follow up information the patient underwent surgical intervention on (B)(6) 2018 where the two model 3146 were removed and replaced. The leads were fractured. The model 3286 lead was left implanted but is not in use. Postoperatively the patient is receiving effective stimulation.